Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the patient had ectopy. The pump showed deep and the physician repositioned the pump. Support continued. Additionally, during ambulation, the patient had a syncopal episode and fell forward. This caused the catheter to be severed from the red plug on the device. The impella motor stopped. The pump was explanted and the patient did not need a replacement at this time. The patient survived the event.

Manufacturer narrative:
The investigation of ectopy and product damage (bond failure) has been completed. The returned pump was inspected and aligning with the clinical details. The catheter shaft was severed from the red plug on the device. There were no other physical abnormalities with the device. The clinical details mentioned patient movement at the time of damage. The root cause of the product damage (bond failure) was determined to be due to be a use-related issue. As the necessary information was not provided, the root cause of the ectopy was not determined.